Event description:
It was reported that the device was explanted after an implant duration of approximately 0.9 months, due to unknown reasons. No further details were provided.

Event description:
The account is unable to obtain patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect analyzer. The frequency of the issue reduced after replacing the reaction vessel cells with another lot (68007p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reportedly received result of 114 mg/dl on compact plus system 1, and the following results on compact plus system 2: 430 mg/dl, 329 mg/dl, 220 mg/dl, and 212 mg/dl. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips from compact plus system 1; replacement was sent.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Upon further review, it was determined the suspect architect reaction vessel lot #, 69007p100, was in use at the customer facility.